Manufacturer narrative:
Concomitant product: product ID 39286-65 serial# (B)(4) product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome and spinal pain. It was reported that the patient had an x-ray taken and it was determined that one of the leads had moved to the left. The patient reported that when they turn the implants on, they don¿t know ¿if [they] are going to feel pain or what or if [they] will have to go back in for surgery.¿ the patient reported that this occurred during the week prior to the report. No further complications are anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.